Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported intermittently that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections.